Manufacturer narrative:
Findings: reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test ((B)(4)). Sensor passed per specifications with accurate readings. Also found sensor's cannula bent, but unable to confirm customer received sensor in said condition due to customer returned opened/used. (B)(4).

Event description:
It was reported that the customer was experiencing a wide variance in blood glucose and sensor glucose readings. Her blood glucose was 259mg/dl at the time of reporting. The sensor was returned for analysis. No additional information was reported.